Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient programmed two extended boluses on their omnipod dash personal diabetes manager (pdm), but the device administered a normal bolus each time, rather than the programmed extended bolus. As a result, the bolus was delivered immediately instead of being dispensed over a period of time. The patient reported that they saw the normal boluses being delivered and canceled them before the full insulin dose was given. Additionally, the patient mentioned that occasionally the pdm screen activates without any user input, leading to rapid battery depletion.

Manufacturer narrative:
Review of the android log files downloaded from the returned pdm found that the pdm was able to deliver extended boluses as expected. The logs show two boluses on the date of occurrence that were split into an immediate portion and an extended portion. The logs showed that the system only began delivery of the immediate portion before each bolus was canceled shortly after. It is expected that if a bolus is not 100% extended, the system will deliver the immediate portion first with the same flow as a typical immediate bolus and upon completion of the immediate bolus will begin delivery of the extended portion of the bolus. During testing, the pdm was paired with an unused pod and the bolus functionality was tested. The pdm was able to deliver immediate and extended boluses as expected. No evidence of the system delivering an extended bolus as an immediate bolus was observed.